Manufacturer narrative:
H10: philips is unable to confirm the alleged device issue or final disposition of the device because the customer declined service and repair. The customer stated that they made other arrangements for repair of the unit. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device had an 1007 (vent-inop: machine and proximal pressure sensors failed) post error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was producing an alarm at startup for the failure of the machine and proximal pressure sensor. The customer biomedical engineer (bme) confirmed the error code in the event log. The customer stated that they were not able to perform an internal inspection. The customer was advised by the rse to check the data acquisition (da) to motor controller (mc) cable for proper connection when possible. The customer was provided a proposal for a replacement part and onsite services. Further work is pending the customers' acceptance or rejection of the proposal.